Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the rubber covering the wires is detached on the handpiece. There was no patient involvement reported.